Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall. Additional info has been requested, but was not available as of the date of this report.